Manufacturer narrative:
The customer's blood glucose level was 120 mg/dl at the time of the report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, the customer filled the cartridge with 300 units. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.